Event description:
Boston scientific received information that left ventricular (lv) lead exhibited increased pacing impedance measurements greater than 2,500 ohms in all vectors except lv tip to can and extended bipolar in lv tip to right ventricular (rv) lead, which displayed measurements within acceptable limits. Technical services was consulted and discussed recommendations. The device was reprogrammed to the lv tip to rv configuration. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.